Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire tip detachment occurred. The complete totally occluded target lesion was located in the anterior tibial artery (ata). A 300cm straight tip v-14 controlwire as advanced to cross the lesion. However, upon introduction of the device towards the vessel, the distal part of the guidewire was separated. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.